Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18829. It was reported that imaging revealed one of the l5 drg leads had migrated. As a result, surgical intervention was undertaken wherein the migrated lead was explanted. Post-operatively, stimulation therapy was restored. It is unknown which lead was removed, therefore both leads are being reported.